Event description:
The customer reported that the ventilator alarmed with da pcba adc data acquisition/ printed circuit board assembly/ analog digital converter.reference failed. The customer reported there was no patient harm. Patient information requested.

Manufacturer narrative:
The gas delivery system assembly and data acquisition pcba to motor controller pcba cable were tested and no failures were identified. Updated.